Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo of an anvil of a single use stapler. A straight staple was stuck in the mylar cutting ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A definitive root cause could not be determined with regard to the reported condition. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis on a laparoscopic procedure, one of the staples was not formed correctly. The procedure was normally carried out independent of the product failure. There was no patient injury.